Event description:
It was reported to covidien on (B)(6) 2015 that a customer had a battery issue with an scd controller. The controller was returned to a local covidien service center and a service technician found that the power cord had exposed cooper wires.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(4) 2015 by (B)(4). A review of information in the complaint file indicates this investigation was performed by a covidien international service center for the reported condition of: power cord has exposed wires. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power cord had exposed internal wires, confirming the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. The power cord will needs to be replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Product scd express was manufactured in 2013. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.